Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Device UDI not provided as this product is no longer manufactured. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when planning for a procedure. It was reported that half the screen was black without any information on it. The system then shut down without prompt from the user. There was no patient present when this issue was identified. No additional information was provided.